Event description:
Pt experienced an ICD shock while swimming. On examination pt was found to have "over-sensing" of ventricular lead causing an inappropriate shock. The pt elected to have the device turned off and returned to personal cardiologist. The pt underwent treatment in the cardiac catheterization lab. The ventricular lead in question was extracted and a new lead inserted. At the time of extraction, the old lead was thought to be twisted in the pocket, which accounted for the noise seen on the stored egm and failure of that lead. On physical examination of the lead, the programming head cover had a split seam at the distal end and allowed blood to enter the probe drape. Other significant pt data includes a history of 120-lb weight loss prior to this event and after placement of the original device. Pt was also excercising which could have contributed to the twisting of the lead.